Event description:
It was reported that during a training/demo of the da Vinci system, the user observed error 86 during use. There was no report of patient involvement.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained additional information: The reporter confirmed that error 86 was not resolved during the training and was only corrected after the Intuitive surgical CORE Power Distribution (IPD) was replaced. The reporter stated that the user was able to continue and complete the training successfully by swapping the Vision Side Cart with another unit, which allowed the session to continue with only about a 10-minute delay.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. FSE was able to reproduce the issue and replaced the CORE redundant Power Tray. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation.ISI has not received the unit associated with this event to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.